Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 05, 2007. Evaluation summary: the reported condition of under delivery was confirmed. The pump head module channel a was replaced. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%.

Event description:
The facility returned the device for service. During service the baxter repair technician reported channel a under delivered. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.